Event description:
The customer reported that there was no image on the left monitor.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep found the bnc on deflection pcb broken. He tried ordering a deflection pcb and the part was not in stock. He rewired the left monitor video cable to the right monitor so the customer could view live fluoro.